Event description:
It was reported that during a percutaneous transluminal coronary intervention, a tip detachment occurred. The 90-99% stenosed lesion was located in the severely calcified mid right coronary artery (rca) bypass graft. Vascular access was obtained in the right groin. A 190cm guide wire was advanced across the lesion and then a 7fr wiseguide catheter was advanced to the intended location. The physician attempted to advance another manufacturer¿s 12 x 1.5mm balloon catheter across the lesion, however, this attempt was unsuccessful and the balloon was removed. An unspecified extension wire utilized. Next, as the physician attempted to advance the 8mm x 1.50mm apex push over-the-wire balloon catheter towards the lesion resistance was encountered, however, the apex balloon did cross the lesion. The apex balloon was inflated one time to 12 atms and ruptured during this inflation. The guide wire was removed and a rotawire guide wire was advanced across the lesion. The physician attempted to remove the apex balloon, however, the apex was ¿trapped¿ in the lesion. The physician spent approximately 5-7 minutes attempting to remove the apex balloon, and during this attempt, the apex balloon ¿released and snapped¿ inside the lesion. The markerband and the tip of the balloon detached inside the lesion and were left inside the patient. The rotawire guide wire and the remainder of the apex catheter were removed and the sheath was sutured in place. The detached apex tip was not removed during a CABG procedure which was performed on march 24. No further patient complications were listed and the patient¿s status was reported as ¿stable¿.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).